Manufacturer narrative:
MFR received date: 22 oct 2019. Repair information was confirmed. The manufacture's field service engineer replaced the touch screen to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touch screen failure. The customer reported to have tried touchscreen calibration, but the unit failed. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04sep2019.

Event description:
The customer reported a touch screen failure. The customer reported to have tried touch screen calibration, but the unit failed. There was no patient involvement.